Manufacturer narrative:
Omit: f26 - no health consequences or impact. Correction : imdrf annex f code.

Event description:
It was reported that staff have previously seen broken and missing platens. When these have been observed they are reported to clinical engineering for repair. This was reported to manufacturer representative during on-site visit. No specific devices were pointed out as this was generalized feedback. No reported patient events and no devices will be returned to bd for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that staff have previously seen broken and missing platens. When these have been observed they are reported to clinical engineering for repair. This was reported to manufacturer representative during on-site visit. No specific devices were pointed out as this was generalized feedback. No reported patient events and no devices will be returned to bd for investigation.